Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) failed to generate electrogram (egm) in the report. No intervention was done. There were no patient consequences.